Manufacturer narrative:
The customer stated they believed their actions of having two reagent cassettes on the instrument and incorrectly removing one of the reagent cassettes from the analyzer without having the analyzer remove the cassette from inventory was the cause of the issue. This investigation is ongoing.

Event description:
The initial reporter received questionable crep2 creatinine plus ver.2 results for eleven patient samples from the cobas 6000 c501 module. Refer to the attachment to the medwatch for all patient data. The questionable results were reported outside of the laboratory. The repeat results were believed to be correct. The reagent lot number was 487379. The expiration date was requested but was not provided.

Manufacturer narrative:
The investigation determined the issue was due to the customer putting the cassette back into the instrument and trying to dump the cassette again. The customer failed to follow the instructions for cassette removal. There was no malfunction of the device.